Event description:
A doctor contacted baxter (B)(4) regarding a connection issue with a transfer set. The patient adaptor was not connected with the titanium adaptor well, when the customer changed the transfer set. The customer stated there was a gap between the adaptors. There was patient involvement, but no patient injury or medical intervention was indicated along with this report.

Manufacturer narrative:
(B)(4). This complaint is for a connection issue was confirmed during the sample evaluation. One used set with no cap (loose in pouch) on spike and no cap on patient connector was received in reference to connection issue. During visual inspection it was noted that the patient connector and the titanium adapter did not connect flush and was difficult to connect. Functionally, the set was hand tightened with a lab titanium adapter without difficulty noted and tested set underwater at 8 psi with no leaks noted.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was confirmed, but the root cause could not be determined.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been received for evaluation. However, the evaluation has not been completed as of yet. A follow-up report will be filed if additional information is received.